Event description:
It was reported that during use of the maryland xp inline sealer/divider 37cm, the device was difficult or impossible to open due to a jaw issue and became stuck on tissue. The jaws were forced open to remove the device. Another ligasure was used with the same generator and it worked fine. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the device, 30 minutes into the procedure, the device was difficult or impossible to open due to a jaw issue and became stuck on fat bundle near pancreas. The jaws were forced open to remove the device. The device was cleaned every time it was returned to the scrub nurse. Another device was used with the same generator and it worked fine. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: b5, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the jaws was difficult to open and the device stopped working. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the maryland xp inline sealer/divider 37cm, 30 minutes into in to the procedure, the device was difficult or impossible to open due to a jaw issue and became stuck on fat bundle near pancreas. The jaws were forced open to remove the device. The device was cleaned every time it was returned to the scrub nurse. Another ligasure was used with the same generator and it worked fine. No patient complications have been reported as a result of this event.